Event description:
The greenlight pvp laser (used for vaporization of the prostate) was checked prior to the start of the procedure. While the patient was under anesthesia during the procedure, the equipment did not work. The procedure was aborted and rescheduled.